Event description:
During calculus removal est procedure, the autotome rx sphincterotome was clicked 5~6 times with the distal end in the papilla for direction change. After that, when the cutting was performed, the wire was broken in two, near the cutting part. The patient's conditions was reported to be good. It was unknown that any portion of the wire fell into the patient. The follow up attempt is in progress to get the additional information for the event. The generator erbd 300d effect 3 30w was used.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed.